Event description:
The patient was to have placement of double j stent and nephrolithotomy. While preparing to use this tube, it was noted to have a kink in it. Another tube was used, and the patient was not injured.what was the original intended procedure?placement of stent.device #1is this a laboratory device or laboratory test?no.